Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a station loud clicking noise and drawer keep opening when powered on. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-feb-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that forcibly closing the drawer had ruptured 4 bags stored in drawer 4 and caused the med cart to malfunction in drawers 1,3,4 and 5, along with the ruptured fluid bags, had already caused damage to all med cart matrix controllers and the bus. A field service engineer converted all med cart matrix controllers to pyxisbus to resolve the issue. The system functioned as intended after the issue was resolved.